Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the coil cap of a large volume infusor separated from the housing during infusion. Once this occurred, the patient was disconnected from the device. The device was filled with 4g of fluorouracil dissolved in 240 ml of saline. The flow rate was 5 ml/hr with an expected infusion time of 48 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.